Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0079578. Medical device expiration date: 31-mar-2025. Device manufacture date: 19-mar-2020. Medical device lot #: 0303684. Medical device expiration date: 30-nov-2025. Device manufacture date: 29-oct-2020. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd¿ luer-lok syringe from lot 0079578, and 4 syringes from lot 0303684 had scale marking issues. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from dutch: "scale marking: 1... Scale marking: 4".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 07-nov-2022. Investigation summary: it was reported there were multiple defects with product received. To aid in the investigation, two samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed and one syringe is missing 1/16" of the total 7/16" of the length of the graduation scale at the 27 and 35ml marks. These are considered imperfections and are acceptable. The other syringe has the same imperfection at the 27ml mark in the graduation scale. A device history record review was completed for provided material number 301035, lot number 0079578. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that 1 bd¿ luer-lok syringe from lot 0079578, and 4 syringes from lot 0303684 had scale marking issues. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from dutch: "scale marking: 1... Scale marking: 4"